Event description:
During a post polypectomy procedure, the physician used a cook endoscopy endoscopic clipping device. The endoscope was in a torqued position in the patient's colon. When attempting to extend the clip from the end of the sheath, the physician felt resistance and maneuvered the endoscope tip to help with clip extension. At this time, the handle separated. The clip and the deployment device were removed from the endoscope. Nothing had to be retrieved from the patient. The patient did not require additional procedures or experience an adverse effect due to this observation.

Manufacturer narrative:
Evaluations: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the affected devce was not returned to cook endoscopy for evaluation. We can provide the following comments: during use, the report indicated resistance was experienced while extending the clip from the sheath. The report stated the endoscope was in a torqued position and the physician maneuvered the endoscope tip to help with extending the clip. A broken handle can occur if the device experiences excessive pressure during use and/or general handling. Precautions listed in the instructions for use instruct the user if the endoscope is used in a torqued or retroflexed position, clip deployment difficulties can occur. The information provided suggests product handling and procedural factors contributed to the reported observation. Corrective actions: although the information provided suggests product handling and procedural factors contributed to the reported observation, we can advise that a corrective action has been implemented to reduce occurrences of handle separation on the tri-clip endoscopic clipping device. This device was made prior to the implementation. No further corrective acton warranted at this time; customer quality assurance will continue to monitor for complaint trends.